Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent moved on balloon. A 3.00x20 synergy drug-eluting stent was selected for use to treat the lesion. However, during unpacking, when the stent was taken out from the coil, the stent was hanging lose on the stent delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged its entire length with stent struts stretched and distorted from mid-section to the distal end of the stent. The maximum crimped stent profile is within the specification. It is most likely that stent damage occurred due to handling during removal of the stent protector. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent moved on balloon. A 3.00x20 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during unpacking, when the stent was taken out from the coil, the stent was hanging lose on the stent delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.